Manufacturer narrative:
Internal file number - (B)(4). A visual inspection was performed on the returned device and the reported separation was confirmed. The deflation issue and difficulty to remove the device from the guide wire were unable to be confirmed due to the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. Returned device analysis revealed that an unspecified turntrac guide wire was returned inside the trek balloon catheter. The coils were separated from the proximal adhesive transition. Follow-up with the site was performed. The trek was retrieved with the turntrac buddy wire and another balloon and pulled back in the guideliner. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 3.5 x 20 mm trek balloon catheter was used; however, the balloon failed to deflate and the device separated during removal. Therefore, a buddy wire and another unspecified balloon catheter were used to remove the separated portion and remove it inside a guide liner. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.